Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD implant date: (B)(6) 2016.

Event description:
It was reported that there was an alert for high, out of range impedance and high threshold on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.